Event description:
Attorney's report of patient's alleged "severe chronic abdominal pain and tenderness." Patch was implanted approx. 2003. Alleged "incident" occurred approx. 2005.

Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted, when, if, subject is returned for evaluation.